Event description:
The programmer was returned to the manufacturer for repair of a broken handle. It was tested, analyzed and subsequently tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the left antenna failed during functional testing. It was also noted that the handle was broken and the printer door drawer was broken.